Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not boot past a white screen and the software was therefore reconfigured and reloaded. Analysis also noted bent tabs on the power cord bay, a noisy system fan and missing keyboard screws. All found defective parts were replaced.

Event description:
It was reported that the programmer would not power up correctly; a white screen with a cursor in the middle is all that was displayed. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the service disk was run but the situation did not clear, and that the programmer has now been returned for service. No patient complications have been reported as a result of this event.